Event description:
It was reported that the patient presented for follow up. An interrogation of the pulse generator revealed under-sensing of atrial fibrillation (af) episodes and sinus rhythm, which resulted in over-pacing and inaccurate assessment of af burden. The patient also experienced palpitations due to inappropriate mode switch and tracking. Programming interventions were made. The patient was stable.